Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the medical event occurred is unknown. Additionally: multiple attempts have been made, without success, to clarify the inconsistencies reported in this case.

Manufacturer narrative:
This is a correction report. Device evaluated by manufacturer: on follow-up report #1 submitted 09 november 2011 should have had selected "not returned to manufacturer." The correct selection is reflected on this report.

Event description:
Customer reported that approximately (B)(6) prior to calling on (B)(6) 2011 she received an unspecified "low" reading on her adc blood glucose meter and noted experiencing vertigo, diaphoresis and tremulousness. Paramedics were called and administered an unspecified amount of insulin. Customer was transported to a local healthcare facility, where a reading of 400 mg/dl was received on the hospital meter. Customer did not receive any additional treatment at the hospital. Customer reportedly self-treated by drinking the water from a "(B)(6)". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1151207) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.